Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use there was a burr on the shield discovered with a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg. The following information was provided by the initial reporter, translated from (B)(4) to english: this is a report about a burr on the shield of a tube. The customer had been not so concerned about this issue but found one tube with a particularly severe burr on its shield and thus decided to report to bd this time.

Event description:
It was reported that prior to use there was a burr on the shield discovered with a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a burr on the shield of a tube. The customer had been not so concerned about this issue but found one tube with a particularly severe burr on its shield and thus decided to report to bd this time.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.